Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a spinal cord stimulation (scs) system with one epidural lead. Now they could see a wire forming a loop underneath their skin on the lower back. Additionally, the therapy effect had changed massively. The area of effect moved from the left leg to the right leg, and the patient had overstimulation quite frequently. Possible lead migration was noted. The patient was told they need to go to the clinic so they could check the lead positioning via x-ray and act accordingly.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. G2. Foreign: de. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.